Event description:
It was reported that the customer experienced nausea, vomiting, and high blood glucose of 500mg/dl. It was stated that the blood glucose kept higher after the infusion set was changed. Troubleshooting was performed. The time and date on the insulin pump were correct. The basal rates and bolus matched with the daily totals. Performed a high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.